Event description:
Report received from the USA stating that the device had hose damage. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. No additional information provided.

Manufacturer narrative:
The device has not been received by depuy synthes power tools. Once the device is received and the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref#: (B)(4).